Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited significantly increased impedance and threshold measurements. X-ray images confirmed the lead was fractured, and was suspected to be caused by clavicular-first rib crush. The lead was then surgically abandoned and replaced with a new lead. There was no report of therapy not being delivered or any adverse patient effect.